Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip cable at the distal end.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the force bipolar instrument had a broken spring. The procedure was completed with no reported injury.